Manufacturer narrative:
(B)(4).batch # p92y67. Device analysis: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch or lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformance following information was requested but unavailable: when the jaws did not re-open, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened)? If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during an unknown procedure the jaws of the enseal instrument would not reopen after closed. It was not reported if the jaws were closed on tissue at the time of the issue. It was not reported how the procedure was completed. There were no patient consequences reported.